Event description:
A rotator cuff repair procedure was performed with a soft tissue suture anchor. The proximal portion of the anchor broke free during insertion into the bone. Based on the reported information, it is currently understood that the distal portion of the anchor remained in the bone. A second anchor was used to complete the repair. No patient injury or further procedural complications were reported.